Event description:
Pumps were either infusing or on hold and suddenly would alarm without any warning. The staff was unable to shut off the alarms. Per the b. Braun rep this type of alarming has been filed previously as pt's even though it doesn't qualify as pir via the checklist. Little to no detailed info was provided on the individual pumps. No info on medications infusing or infusion rates. No pt injury. After further follow-up with the reporter it was confirmed there were no pt injuries associated with the event.

Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump being placed on hold and becoming unresponsive. The reported event could not be duplicated. Review of the log displayed on (B)(6) 2013, at 7:12:37pm, the pump was set to infuse 53ml ast a rate of 100ml/hr. The infusion was stopped and placed on hold at 7:12:37pm. Nothing had been infused during this time. The log displayed system alarm 75 on (B)(6) 2013, at 12:02:29pm. The pump turned off and was powered back on. At 12:02:34pm there was a system alarm 123 indicating the battery had been disconnected. Volumetric testing: duplicated customer run of 100ml/hr with a volume of 53ml. The pump was placed on hold for 24 hours with active wireless and results did not display any errors. The cause of the event is unk. Corrective and preventative action (B)(4) has been initiated. Performed preventative maintenance service.